Event description:
Mom pinnacle litigation record received. Patient alleges elevated metal ion, suffered injury to his muscle and tissue, suffered additional scar tissue formation, and now has a hip replacement with decreased longevity, suffered injuries, pain, metallosis, metal wear, loss of enjoyment of life, limitation of daily activities, physical disability, experienced emotional trauma and distress, mental anguish, and economic loss, permanent instability and loss of balance, immobility, and suffering. Doi: (B)(6) 2010, dor: (B)(6) 2021, (unknown hip).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Dor (B)(6) 2021: male patient received a right hip mom revision to treat pain, walking difficulty, and elevated metal ions secondary to adverse local tissue reaction (altr). Upon entering the joint, a pseudotumor, synovitis, and large effusion were debrided. Altr was confirmed. The cup was well-fixed but revised as the surgeon was unable to disassemble the metal liner from the cup. The head and liner had signs of wear. There was noted corrosion on the head/neck junction of the femoral components. The stem was well-fixed, and the taper was cleaned and retained. The patient received a competitor mdm cup/liner paired with a ceramic depuy head. The procedure was completed without complications.

Event description:
Medical records report corrosion, pseudotumor, altr, and synovitis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2021, patient was revised due to failed right total hip arthroplasty due to corrosion and metal-on-metal articulation. Surgical notes indicated patient having increasing pain and worked up for potential corrosion of nature of implant placed. Patient indeed have an elevated cobalt level. Affected side: right hip.